Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: tpn filter leaking.

Manufacturer narrative:
FDA notified: the initial reporter notified the FDA via uf/importer report#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced leakage. The following information was provided by the initial reporter: tpn filter leaking.

Manufacturer narrative:
H6: investigation: no product or photo was returned by the customer. The customer complaint of tpn filter leaking could not be verified due to the product not being returned for failure investigation. The root cause cannot be confirmed without a sample. A device history record review for model mz9273 lot number 21045169 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.